Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. The customer's address is unknown. (B)(6), USA has been used as a default.  FDA notified: the initial reporter also notified the FDA on (date) via medwatch # 5077243. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use bd vacutainer® buffered sodium citrate (9nc) blood collection tubes malfunctioned as "the 11 to 14 percent overfill of this blood tube when a physician orders a coagulation test (ppt, pt-inr, edp, etc) would be greatly significant for a physician to change the course of treatment for their patient. The patient's blood test would appear thinner - longer bleeding time and the physician would decrease the dosage for blood thinners the patient was prescribed." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use bd vacutainer buffered sodium citrate (9nc) blood collection tubes malfunctioned as "the 11 to 14 percent overfill of this blood tube when a physician orders a coagulation test (ppt, pt-inr, edp, etc) would be greatly significant for a physician to change the course of treatment for their patient. The patient's blood test would appear thinner - longer bleeding time and the physician would decrease the dosage for blood thinners the patient was prescribed." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.